Event description:
It was reported that the asymptomatic patient presented in the clinic during follow up. The ICD was post paced t wave oversensing. The ICD was reprogrammed. The patient status is fine after the event with no issues. Will continue with scheduled follow ups.